Event description:
Per literature review: international hepato-pancrato-biliary association hpb 2013, 15, 747-752, safety and efficacy of ligasure usage in pancraticoduodenectomy, july 2007 - may 2012. In a study of 148 patients, each undergoing a pancreaticoduodenectomy where a ligasure device was used, one patient with pancreatic adenocarcinoma died following the attempted surgery. The patient had been previously explored for resection but the procedure had been aborted due to smv/pv involvement with a roux-en-y hepaticojejunostomy and the gastrjejunostomy created. The patient received chemotherapy and radiation and was then returned to the operating room for a second attempt at resection. Thermal injury to the pv occurred during the dissection of the uncinate margin. This injury occurred while using the ligasure device on the uncinate margin tissue parallel to the pv, without retraction of the pv. The patient became haemodynamically unstable, and the case was aborted. This patient subsequently died of multisystem organ failure.

Manufacturer narrative:
(B)(4). The site has indicated that the incident sample will not be returned for evaluation. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. The device IFU warns to "always keep the external surface of the instrument jaws away from adjacent tissue while activating the instrument. During a seal cycle, energy is applied to the area between the instrument jaws. This energy may cause water to be converted into steam. The thermal energy of steam may cause unintended injury in close proximity to the jaws. Care should be taken in surgical procedures occurring in confined spaces in anticipation of tis possibility".